Manufacturer narrative:
Concomitant medical product: 419478 lead implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedances. It was noted that the thresholds and impedances were trending up. It was noted that there was a left ventricular (lv) tip to rv (right ventricle) coil lead impedance warning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.